Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found. Analysis revealed that the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high thresholds. The lead was replaced and a new lead was implanted. It was further reported that the right ventricular (rv) lead appeared to be on the diaphragm causing diaphragmatic stimulation. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.